Event description:
A nurse reported that the preload device became unsterile. The posterior haptic got stuck between the plunger and the cartridge during implantation, which tore off the posterior haptic. Additional information was received by stating, the lens was explanted and replaced with company lens during initial procedure. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.11. On initial medical device report (MDR) the FDA product problem codes of a140801 was inadvertently submitted. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid nozzle. A broken trailing haptic was observed. The trailing haptic was broken and extended back beside the left side of plunger, near the tip of the nozzle. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. Only a broken haptic portion was returned still in the device and extended back beside the left side of plunger, near the tip of the nozzle. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the haptic may not release properly from the device. The root cause for the broken haptic may be related to a failure to follow the IFU (instruction for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol (intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).